Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 400mg/dl and a manual injection was administered to address the bg level. Multiple cartridge and infusion set changes were performed; the occlusion alarms continued after these supply changes. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, the customer keeps their pocket inside their pocket. Tandem technical support advised the customer to prevent any abrupt temperature changes to the pump. After performing an additional supply change, the customer did not receive any additional occlusion alarms.